Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the patient experienced a burn on their outer right thigh underneath the bovie pad. The bovie pad was reported to not be working. It was noted that the bovie light on the erbe was functioning properly. Efforts were made to resolve the issue by replacing the monopolar green cautery cord and the monopolar curved scissor (mcs) instrument; but the issue persisted. The nurse then checked under the sterile drapes and noted the patient's skin was burning from underneath the bovie pad. Subsequently, the bovie pad was replaced, which resolve the issue, and the procedure continued robotically with no further complications. The patient's burn site was address by applying xeroform gauze, ointment and a dressing; the severity of the burn was not diagnosed. The patient is currently recovering well.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. An intuitive surgical, inc. (Isi) field service engineer (fse) found no errors on the erbe or the system. The fse replaced the erbe generator as a precaution. The fse noted that the customer had also proactively removed all lots associated with the bovie pad. Isi received the erbe associated with this complaint. Failure analysis did not confirm the reported event. Due to the nature of the failure reported no root cause could established. The unit energized and cauterized and all ports recognized instruments. A review of the site's system logs for the reported procedure date revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.